Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
15-aug-2025 ¿ the end-user reported receiving alert code 38 (motor stall) on the ilet pump while the battery was at 30%. Support advised charging the device to full capacity and restarting, and if the error persisted, changing out supplies and restarting again. If the error continues, a pump replacement will be initiated. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.